Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned one 8mm, 31g bd pen needle without the tear drop label. Customer reported the needle was through the shield. The returned pen needle was examined and it exhibited the needle through the inner shield. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause analysis: the potential root cause of this issue lies at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield. CAPA (B)(4) raised for needle through shield issue.